Event description:
It was reported that the lead was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found the rv cables fractured at 3cm from the connector pin due to fatigue, causing the reported high impedance.